Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was impl anted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had  infection at the pocket site. No further complications were reported/anticipated at this time.